Event description:
Treatment of an aneurysm. It was reported the pushwire broke off while retrieving it back inside the catheter. A micro snare was used to retrieve the broken segment but without success and the patient started to bleed. Consequently, the physician decided to close the vessel by coiled it. It was reported the patient went to surgery after additional bleed and is not doing well.

Manufacturer narrative:
The pushwire was returned for evaluation with approximately 2cm of the distal segment was missing. Analysis of the break point showed the failure of the core wire occurred due to torsional overload.(B)(4).